Manufacturer narrative:
Event originally reported under manufacturer report number: 2916596-2021-00083. Manufactures investigation conclusion: the reported event of a controller fault / driveline power fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 1 day ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A controller fault alarm was observed on (B)(6) 2020 at 10:21, correlating to a flag which may indicate a damaged fuse within the controller. This alarm transitioned into a driveline power fault alarm within the same minute which remained active throughout the remainder of the log file. No other notable events were observed throughout the data. The system controller was not returned for analysis. Multiple questions regarding the event and the status of the equipment were asked and no responses were received. The root cause of the reported event was unable to be determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including controller fault / driveline power fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file submitted showed on (B)(6) 2020 at 10:21:56 multiple driveline power faults (pwr a) and at 10:21:56 controller internal faults. There was no interruption in pump support during these events. Images obtained revealed that on the modular cable, shows an area of concern below the power leads. Additional information was requested but not provided. Related manufacturer report number MFR MFR #2916596-2021-00083. Related manufacturer report number MFR MFR # 2916596-2021-05726.